Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation results: summary: three assembled 10ml luer-lok 20g syringes with needles were received and confirmed to be from batch # 7302859 (p/n 309644). The samples were visually evaluated. The sealed syringe was found with no observed defect, however the 2 loose syringes were found to have twisted hubs. No bent needle defect was observed in the samples received. Damaged hub is a rejectable condition per product specification, therefore damaged hub defect confirmed based on sample evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: sample evaluation: total 3 assembled 10ml luer-lok 20g syringes with needles were received and confirmed to be from batch # 7302859 (p/n 309644). 2 of the 3 were loose, 1 of the 3 was in a sealed package. The samples were visually evaluated. The sealed syringe was found with no observed defect. The 2 loose syringes were found to have twisted hubs. No bent needle defect was observed in the samples received. Damaged hub is a rejectable condition per product specification. Damaged hub defect confirmed based on sample evaluation. DHR review for batch 7302859 (p/n 309644): manufacturing dates: 11/16/2017 to 11/17/2017. Batch quantity was (B)(4). Assembly and package records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7302859 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause: root cause and CAPA not required based on severity and occurrence level defined for this complaint.

Event description:
It was reported the hubs "yellow connector" were found broken on bd luer-lok¿ syringes with bd precisionglide¿ needles prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date received by manufacturer correction. Additional information was received by the consumer. The date received by manufacturer field has been updated to correct date of 04/17/2018.